Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that device did not seal, pericarditis, chest pain, and myocardial infarction occurred. A left atrial appendage closure procedure was performed, and a watchman closure device was implanted in (B)(6) 2025. At an unspecified time, the patient developed pericarditis, horrible chest pain, and was sent home. Two days later the patient called an ambulance in the middle of the night due to intense pain. The patient spent three nights in cardiac care and had a pacemaker implanted. The patient also experienced a myocardial infarction class ii with permanent damage to their heart, and the watchman closure device had a leak.

Manufacturer narrative:
B3: estimated as 01-jun-2025 as the event was reported to have occurred around the "end of june". D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.